Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. It was reported that on (B)(6) 2015, the patient informed the distributor that she received a treatment while she was walking. She reported that following the treatment she fell to the ground on her right side and was feeling pain on the front and back of her right side. She reported that she heard the alarms and thought she had pressed the response buttons to delay the treatment. The patient reported that she was going to the emergency room to treat the pain. Investigation into the event revealed that the patient received an inappropriate defibrillation at 19:46:10 on (B)(6) 2015. The patient's hart rhythm at the time was atrial fibrillation (af) with rapid ventricular response at 157 bpm. The rapid af contributed to the false detection. Per review of flag data, the response buttons were pressed after the treatment was delivered. The patient continued use of the lifevest.

Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation and injury event. The patient continued using the lifevest. Device mfg date: monitor (B)(4) - initial use. Electrode belt (B)(4): 05/2013 - reuse. Inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).